Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc038 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asgsfc038) have been reported from the same facility.

Event description:
It was reported that on (B)(6) 2202 around 14:15, rn called into the room to assess ivad. A second rn went into the room to assess and found blood leaking out of port in tubing. Fluids and ivad were clamped at this time. This rn went to assess, did not attempt to flush line. Small hole found between port and cap.